Manufacturer narrative:
A representative went to the site to preform system check out. It was reported that they were unable to reproduce the issue onsite. There were no parts replaced and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used pre-operatively for a sacroiliac and thoracolumbar procedure it was reported that the system was unable to expose. The system made a singular low beep when attempting to expose. There was no harm to the patient present and there was less than one hour delay